Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2004, the pt contacted lfs alleging that her one touch ultra meter was reading inaccurately low. The medical affairs specialist spoke with the pt on (B)(4) 2004. The pt purchased the reported meter from a pharmacy and began using it about 6 months ago. She believes that the reported meter had always been set in mmol/l and she assumed it was set in mg/dl. On (B)(6) 2004, the pt obtained a result of 2.6 mmol/l on the reported meter while experiencing symptoms of dizziness, which she thought, was meniere's syndrome. She later developed tingling of the left side of her face and associated it with hypoglycemia. She drank half and half coke, waited a few mins, tested and obtained a somewhat higher result. She then ate half a sandwich, felt better, and obtained a higher result. Shortly after, she felt exhausted; she called h ER son and drank more coke. She obtained a result of 5.0 mmol/l and called her physician. As she spoke with her physician, she obtained a result of 7.6 mmol/l. The physician called her 15 mins later; the pt's blood glucose result was 7.1 mmol/l at that time. The physician believed her blood glucose level to be 71 mg/dl despite eating and drinking and ordered an ambulance to bring the pt to the emergency dept. A result of 91 mg/dl was obtained on the emt meter. The pt was admitted to the hosp and treat with an IV, oxygen, and baby aspirin. A brain scan was also performed. The pt takes glipizide 5 mg and actose 30 mg daily for diabetes. While in the hosp, the pt's glipizide was discontinued. T he pt was discharged from the hosp on (B)(6) 2004. On (B)(6) 2004, the customer service rep discovered that the reported meter was set in the incorrect calibration code and mmol/l, rather than mg/dl. The csr walked the pt through resetting the meter. The pt last obtained a b blood glucose result of 115 mg/dl on (B)(6) 2004. The pt neither alleged harm nor experienced injury as a result of the meter. The pt never attempted to enter the set-up mode to change settings. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. She has a follow-up appt with her physician scheduled for (B)(6) 2004. The meter, test strips, and control solution were replaced. The mas instructed the pt to contact lfs for assistance in setting the replacement meter.